Event description:
Holes were driller with coapt drill and drill bit-both endotines were tried but they were too small. The second box was used and they fit in the original drilled holes.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.